Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer. A magnet was also applied to the s-ICD, and no tones were able to be elicited. This information led the field to believe the battery may have prematurely depleted. A revision procedure will be scheduled in the coming months. As for now, the s-ICD remains in service and no adverse patient effects were reported. This event will be updated once additional information regarding a revision procedure is provided from the field.